Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. At the final angiography, type ii endoleak was confirmed. The patient was decided to be monitored and the procedure was completed. On an unknown date, follow-up CT revealed the enlargement of the common iliac arteries. On (B)(6) 2021, a reintervention was performed. During the reintervention, a distal type I endoleak was confirmed from the right side. The right internal iliac artery was coil embolized and an additional stentgraft was extended into the right external iliac artery. Neither a distal endoleak from the left side nor type ii endoleak were detected. As a treatment toward the enlargement of the left common iliac artery, an additional stentgraft was also implanted into the left distal side. The patient tolerated the procedure. Reportedly there was a tendency of enlargement of the iliac arteries at the time of initial procedure.